Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be conclusively determined with the available information. However, the event in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device was not returned for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "clinical leaflet thrombosis in transcatheter and surgical bioprosthetic aortic valves by 4dct" author sukhdeep s. Basra et al. It was reported that one (1) patient with a pericardial aortic valve exhibited leaflet thrombosis. The patient was treated with anticoagulation medication. Approximately two-thirds of these patients showed improvement/resolution of the thrombus burden and leaflet excursion on follow-up imaging with 4dct.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.